Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("implant in cervical canal / implant in uterine cavity") in a (B)(6)-year-old female patient who received essure. On (B)(6) 2011, the patient started essure. On (B)(6) 2016, 2032 days after starting essure, the patient experienced device expulsion. Essure was withdrawn. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter commented: it was medically necessary and patient also requested it's removal. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: smear cervix result was something extra was noticed in cervical canal and ultrasound scan result was both implants in cervical canal. On (B)(6) 2011: control visit: implant were in situ. On (B)(6) 2016: one implant was identified at cervix in vaginal examination, both implants were identified in cervical canal through ultrasound test and both were removed from cervical canal (not broken). Most recent follow-up information incorporated above includes: on (B)(6) 2017: significant new information - breakage questionnaire received: implant was not broken. Both implants in cervical canal. Removal method: vaginal examination on (B)(6) 2016. Case downgraded. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in two pieces (interpreted as device breakage). Upon receipt of follow-up information, it was reported that implant was not broken. Both implants were in cervical canal (considered as partial expulsion of device). Therefore, the event implant was found in two pieces was deleted. The event partial expulsion of device is non-serious event and anticipated in reference safety information for essure. In this case, this event was diagnosed about five years and six months after essure insertion. Based on its nature, a causal relationship cannot be excluded. As the removal method was in vaginal examination and there is no mention about hysteroscopy, laparoscopic or laparotomy, this case was not regarded as incident. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 3-mar-2017: case upgraded to other reportable incident due to regulatory authority request. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and both implants were found in cervical canal (considered as partial expulsion of device). The event partial expulsion of device is anticipated in the reference safety information for essure. In this case, the event was diagnosed about five years and six months after essure insertion. Based on its nature, a causal relationship cannot be excluded. Although no death or serious injury was mentioned in this case, it was upgraded to other reportable incident due to health authority request. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. No further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("implant in two pieces") and device expulsion ("implant in cervical canal / implant in uterine cavity") in a female patient who received essure. In 2011, the patient started essure. On an unknown date, the patient experienced device breakage and device expulsion. At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter provided no causality assessment for device breakage and device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: smear cervix result was something extra was noticed in cervical canal. Unknown date: control visit: implant were in situ this report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-dec-2016: quality safety evaluation: company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in two pieces (interpreted as device breakage), non-serious event and anticipated in reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case, patient had essure inserted in 2011 and in control visited essure was in situ, however on unspecified date during a pap smear exam it was noted in cervical canal an another part was in two pieces. Given nature of the event breakage, causality cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information is awaited.